Event description:
The customer reported to olympus, the grasping part of the powerseal bent/ broke during a therapeutic, intestinal procedure for a patient with diverticulitis and hard tissue. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned inside the original box and packaging. The device was removed from the package and inspected. There was an abundance of dried blood on the jaws, shaft and handle. The jaws were bent at the joint so the device could no longer be actuated or the blade extended. The lock on the device was in the "off" position. The device was plugged into a generator and was recognized as a powerseal device, but was not activated as the jaws were damaged beyond use. Based on the results of the investigation, the jaws being bent appear to be from increased force applied to the device. A definitive root cause of the reported event cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer: - the event date was unknown. The patient was under general anesthesia as it was a laparoscopic procedure. There was a very small delay while the customer took another device. It is not known how long exactly, but it was not long.